Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the cannula tube was bent at the distal end. Fit test was performed and it failed. The gage pin did not pass completely through the cannula during the test. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing, a long cannula instrument accessory did not pass the check out procedure as it was bent. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.